Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent incisional hernia repair surgery on (B)(6) 2017 during which the surgeon noted the multilobulated hernia sac filled with incarcerated omentum which required dissection. Additionally, extreme scarring around the surrounding tissue and hernia bulging were observed. The resected mesh was inflamed and contained an adhesive mass. It was reported that the patient experienced severe pain, mesh extrusion, nausea, inflammation, bulging, stress and anxiety. No additional information is provided.